Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. The lot number is currently unavailable; therefore, the device manufacture date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep that during a meniscal repair, it was observed that the customer's omnispan meniscal applier jammed on the third implant, the omnispan meniscal repair system, 0 degree needle, as it was being inserted into the meniscus. The surgeon had implanted the first backstop successfully penetrating the meniscus, then press the red, then second gray trigger when it jammed. The surgeon completely removed this implant but the needle became jammed inside the gun and could not be removed. The surgeon completed the procedure with another gun and with two additional implants with no patient consequences or delay. The sales rep reported that the surgeon is very experienced with these devices. The sales rep reported that there was no bunching of the silicone that he was aware of when the gun jammed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.